Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2002, plaintiff" was "implanted with an ams sparc sling pelvic mesh product" to treat "pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff "suspected for the first time that the pelvic mesh product that had been implanted into her may have been defective and that she may have sustained an injury" within one yr of when the "plaintiff saw for the first time, televised info about product safety and defect issues associated with the implantation of pelvic mesh products." The plaintiff's attorney also alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and/or other injuries." The plaintiff's attorney additionally alleges that the plaintiff "experienced significant add'l surgery and medical treatment and she has sustained permanent injury." The plaintiff's attorney further alleges that the plaintiff "severe mental and physical pain and suffering and "some permanent disability to her person."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.